Event description:
The patient noted never having therapeutic effect. Compatibility guidelines were requested. It was confirmed knee replacement and back problems unrelated to implant. The patient stated implant didn't seem like it worked anyway as it didn't control bladder, so didn't work. The patient noted the implant never had worked, never controlled the bladder. The patient's physician recommended her to keep records of fluid consumption, but the patient stated she doesn't drink a lot of fluid anyway so no point. The patient was curious if there was an issue with implant. The patient was asked if the patient had used programmer lately to check implant. The patient hadn't communicated with it recently. Patient's last visit to managing hcp (healthcare provider) was in early 2014 and they did check everything and adjusted the stimulation, they elevated it. The patient reported not checking implant since then. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. It was noted: difficulties understanding usage. Need instruction booklet, will call for it. Appointment date noted as (B)(6) 2015. A phone representative helped the patient also. It was also noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(6)- doctor appointment.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v496049, implanted: (B)(6) 2010, product type lead. (B)(4).